Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the generator displayed error code : 200.26, was confirmed. The defective psu board was replaced to correct the reported complaint. The device was tested and found to be working according to specifications. However, given the information provided, we cannot discern a definitive root cause of the defective psu board. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a demonstration, it was observed that the vapr vue generator device displayed an alert code 200.26 when it was started. There was no procedure nor patient involvement reported. There were no adverse patient consequences reported. No additional information could be provided.